Manufacturer narrative:
The nalu team was not aware of any issues until the clinic visit in (B)(6) 2026 and onset date of symptoms was not shared. During the revision procedure, the nalu representative present observed that the skin erosion took place at the location where the excess lead coil was placed and the coil had been placed relatively superficial. There are no reports of any general issues with skin or tissue health at the implant site and no reports of any signs of infection at the erosion site.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat neck pain. At the time of implant the implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the cervical nerve. During a follow-up clinic visit in (B)(6) 2026, a nalu representative was made aware that one of the implanted leads had eroded through the skin and a revision was being scheduled. On (B)(6) 2026 a surgical procedure was performed to reposition the existing lead deeper beneath the skin surface. No components were removed or replaced during the procedure and all original components remain implanted and in use.